Event description:
Information received with return of the explanted device notes that the patient felt "unwell" and was admitted to the hospital with a heart rate of approximately 37 bpm. The device exhibited no telemetry.